Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Overinfusion condition was not confirmed. Visual examination of the unit showed no signs of abnormality that could have caused the reported condition. A functional flow test was subsequently performed on the unit with the flow rate set at 3ml on the flow rate module. At the end of the flow test period, the normalized flow rate was found to be 3.1 ml/hr, which was within the specification range. A batch review has been conducted which revealed product met all of the acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that one (1) multirate infusor experienced an overinfusion during patient use. The device was infusing ropivacaine hydrochloride hydrate. The infusion rate was set at 3ml/hr; however it was reported the device delivered 8ml/hr. This event occurred during patient use but no patient injury or medical intervention was reported. No additional information is available at this time.